Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that threads of the emphasys straight cup inserter broke off. All pieces were removed and instrument was taken out of service. No delay, no adverse effects.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that threads of the emphasys straight cup inserter broke off. All pieces were removed and instrument was taken out of service. No delay, no adverse effects. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device found that the emsys ace imp straight was stripped from the threaded tip. However, signs of breakage were not observed. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces like striking the device before is fully seated, prying motion and heavy usage. Properly handling and attention to the approved use of the device diminishes the risk of failure. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the emsys ace imp straight would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: added: d9. Corrected: h3.